Event description:
The customer reported that the system monitors did not display any image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reported that the system was on a power strip with other devices that reduced the power to the system. The system was tested and found to be working as intended and put back in service.